Event description:
Patient's family caregiver reported the wcd boot up failed after a normal battery change. There was no patient injury or adverse event. However, the inability of the device to power on and boot up indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.